Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device could not confirm the reported cracking, however scratches and nicks were observed. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trial implantation, the attune size 8 femur trial cracked along the top of the trial. There were no pieces dislodged from the instrument and the patient was not affected. Surgery time was not extended.